Manufacturer narrative:
An event of difficulty to advance the device was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient arrived in the emergency room with pulmonary artery aneurysm and the physician proceeded with implanting a 10mm amplatzer vascular plug ii on (B)(6) 2021 to occlude the bleed using a 7fr medtronic guiding catheter. The patient was unstable and coughed up a significant amount of blood during the procedure and the patient had to be resuscitated. It was critical to deploy the plug immediately. The amplatzer vascular plug ii was able to advance up until the curvature of the heart. The physician tried for up to 15 minutes to advance the plug, even using artery forceps on the end of the delivery cable to apply more pressure to get it to advance. During this time the patient became even more unstable. The physician decided to remove the amplatzer vascular plug ii and replaced it with an 8mm amplatzer vascular plug IV. The physician felt the result was suboptimal, but under the circumstances with the aim to control the bleeding, the physician deployed the 8mm plug. There was a clinically significant delay in the procedure. The patient fortunately recovered well enough to be discharged the following day. No additional information was provided.